Event description:
It was reported that during a laparoscopic gastric bypass procedure, surgeon felt there was excessive trocar leaking throughout the procedure. A hissing sound remains after removal of instruments from trocars. Surgeon/surgical tech must place their finger into port to stop leaking. Replaced with new trocars to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing ? Hissing. If so, did the noise prevent insufflation? No. Was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Yes, from seal of trocar. Was a device inserted in the trocar during the leaking? No, after removal was any torque being applied to the trocar or device? Typically during a bariatric procedure, depending on patient size, there is more torque than typical procedure.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that 6 additional devices were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and 5 of the devices were noted to leak during insertion and removal of the test probe through the device. 1 of the devices was found to be fully functional according to the manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, c, d, e and f) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.